Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant medical products: product ID: 5086mri52 lead, implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was non-capture at maximum output on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.